Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported the lens was repositioned and the event resolved. Info received indicated there was a formulation error, as well as, an incorrect lens constant was used in the formula; the preoperative steep axis changed from the postoperative one, and the lens as 23 degrees off axis. The surgeon reported he could not explain what caused the lens to rotate as he placed it on axis during the surgery. In the surgeon's opinion, the lens did not cause or contribute to the event.

Manufacturer narrative:
The lens was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/31/2011 and 09/06/2011 by phone, fax, and mail. Additional info was received by phone on 09/06/2011. A completed questionnaire was received on 09/15/2011. (B)(4).